Event description:
It was reported that they were having difficulty aspirating fluid through the catheter access port (cap). There was fluid around the pump causing the pump to move inside the pocket. It was unknown if the pump had flipped. The dye test was aborted since they could not aspirate from the cap. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.